Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected: h6. Corrected: removed product problem in b1.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151685.

Event description:
It was reported patient was unable to enter MRI mode due to low impedances on contacts 9 and 10. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken on (B)(6) 2024 during which the lead was removed from ipg, cleaned off, and placed back in the ipg which resolved the issue. Therapy was restored post-op.